Event description:
A literature article described a retrospective analysis between october 2020 to december 2023, with a total of thirty advanced pediatric thoracic robotic surgery (aptrs) in one single institution. The study was to present their institutional experience with aptrs. The procedures included thoracic mass excision in 17 cases, esophageal surgery in 8 cases, and various other pathologies in 5 patients. The mean console time was 165 minutes and there were no intraoperative complications. Postoperatively, eight patients experienced various complications, including horner syndrome after neurogenic tumor excision, swallowing dysfunction following gastric transposition, pleural effusion, prolonged air leakage. There was no information regarding the medical intervention that was performed for the complications, nor the severity of the complications in the article. There was no mention of any da vinci device issues in the article. Multiple requests for additional information from the designated author were made, but no response has been received.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure dates or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: celtik u, sahutoglu c, dokumcu z, ozcan c, erdener a. Examining the potential of advanced robotic-assisted thoracic surgery in pediatric cases. J pediatr res. 2024 jun;11(2):75-79. Doi:10.4274/jpr.galenos.2024.37801. Section a: patient information - no specific patient demographics were provided for the patients. Study demographics in the robotic group included pediatric patients with a median age of 8 years (range 1-17); the gender is selected as female, according to the majority of the patients (13 male and 17 female). Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, acceptance date for publish has been used.